Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported the patient has history of chronic pain and cancer but has had increase pain since a stroke that had occurred on (B)(6) 2019. It was further noted that the increase in pain occurred since magnetic resonance imaging (MRI) was performed on (B)(6) 2019 for the stroke. The MRI was not due to a problem with the patient¿s device/therapy. It was further indicated that after the MRI, the patient's pain had increased significantly. A nurse believed the pump was not working anymore. A nurse wanted a company representative to come out an interrogate the pump to see it if was working. They planned to perform another MRI today ((B)(6) 2019) for the stroke. No further patient complications have been reported as a result of this event.